Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient reported that the device won¿t turn off when laying down and she was getting a tingling feeling in her feet. The patient reported that her foot was tingling really bad, so she tried to adjust stimulation herself and she ¿messed up my settings.¿ the patient reported that ¿the worst part of it now when I lay down its on even though I turned it down.¿ the patient reported that ¿all other settings, sitting, standing upright, when I put their numbers up to get where I want it to go, then lying down goes back on.¿ the patient also reported that she was ¿not happy with this implant¿ stating she hates charging it. The patient reported that ¿I have to tape it on me and in the sitting position watching tv, it gets overheated and you have to make sure its on 8 bars, it¿s a pain in the neck.¿ the patient reported that ¿when the girl sets it, I leave it. It hasn¿t been set in a long time.¿ the patient programmer (pp) showed that stimulation was on. It was confirmed that the therapy was on and adaptive stimulation was enabled. It was confirmed that the selected group had adaptative stimulation enabled. The patient reportedthat the pp read upright c ¿and I noticed before it never had a check, but now I have a check next to the c.¿ the patient couldn¿t recall if she changed groups. The patient synced with the ins. The upright readings on group c were 5.30 on program 1 and 5.10 on program 2. Lying readings were 0.0 on program 1 and 0.0 on program 2. Mobile readings were 5.00 on program 1 and 2. The patient confirmed that lying down were the desired settings. The patient once again resumed the upright position. The patient was assisted in adjusting the upright position to 5.00 on both program 1 and 2. The patient then reported that her left leg felt like pins and needles ¿tingling real hard.¿ the patient discovered that program 1 controlled the leg and she was able to decrease stimulation to 4.40 on program 1 and confirmed that stimulation was comfortable. The patient wanted to increase stimulation on program 2 but was comfortable adjusting stimulation by herself after the call. Additional information was received from the patient on 2018-10-08. The patient reported that stimulation was down in her feet. The patient reviewed troubleshooting and how it had continued since that call, so she had turned stimulation off and it had been off for a week now. This was noted to be a sudden change. No further complications were reported.